Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was explanted as part of the removal of a catheter.

Manufacturer narrative:
The returned valve was occluded and the laboratory technician was unable to flush the obstruction out of the valve. Therefore, the valve could not be tested for reflux, pressure-flow and preimplantation. The valve was returned at performance level 0.5; therefore, the valve could be tested for leak, patency, and valve flux. The valve met the requirements for valve flux testing. The valve did not meet the requirements for patency due to an occlusion in the valve. There was proteinaceous debris and crystalline debris on the interior of the valve. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ the valve did not meet the requirements for leak testing due to tears in the reservoir. There was damage to near the inlet connector and base misalignment. It is unknown how or when this damage occurred. The instructions for use cautions, ¿¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating revision.¿ all valves are 100% tested at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.